Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG.

Manufacturer narrative:
The philips fse confirmed the failure and remedied it by replacing the ECG connector.